Manufacturer narrative:
The event of pain at ipg site was reported to abbott. The ipg was replaced and repositioned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and new product was implanted in a new pocket site to address the issue.

Manufacturer narrative:
The event of pain at ipg site was reported to abbott. Surgery has not been rescheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight and event information.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgery may occur to address the issue.